Manufacturer narrative:
Insulin pump received a compromised force sensor alarm during basic occlusion test due to moisture damage inside the forced sensor resistor. Moisture found on motor and lcd board also; however, pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched and cracked display window.

Event description:
It was reported via phone call that insulin pump had moisture damage. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint.

Event description:
It was reported via phone the customer drop the insulin pump in water, the backlight started staying on and there is fluid under the lcd display. The customers blood glucose at time of incident: 165 mg/dl. After troubleshooting it was determined that the insulin pump will need to be replaced, the customer was advised to discontinue use of the insulin pump and revert to back up plan provided by the customer's health care professional.